Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Patient experienced a right femur fracture in an accident. Plate and screws were implanted. Patient complained of discomfort and x-ray taken post operative showed one loose screw. Screw was removed.